Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis manifested by feeling sick with a lot of pain (not further specified). The cause of peritonitis was not reported. On an unreported date in the same month as onset, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.